Manufacturer narrative:
Concomitant medical product: 3708140 neuro extension x2, implanted: (B)(6) 2008; 39565-30 pain stimulation lead, implanted: (B)(6) 2008; 97702 pain ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged and had increased thresholds. The ra lead appeared dislodged on fluoroscopy and the rv lead in the his bundle appeared to be in the same position as at implant. The ra lead was repositioned and the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.